Manufacturer narrative:
The insulin pump was received with missing segment due to lcd cracked zebra connector. No blank display noted. The insulin pump was unable to perform operating currents due to missing segment. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 5.2 mmol/l at the time of incident. The customer stated that the insulin pump went to blank display after trying to clear the alarm with esc and act button. The customer stated that the display did not return after removing and reinserting a battery in the insulin pump. The insulin pump will be returned for analysis.